Event description:
A malfunction was reported by the customer who woke up to find an error code malf 12 displayed on their pump. There was no information available regarding the impact on the customer's blood glucose level, as it was not checked at the time of the event. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump.